Manufacturer narrative:
The device was evaluated by a field svc rep and the investigation is pending. This report will be updated when the MFR's eval is complete.

Event description:
It was reported that the power cord sparked when it was plugged in. There was no pt involvement or adverse consequences related to this event.